Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: leak in presssure sensor assembly. Correction: replace the pressure sensor assembly. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.